Event description:
It was reported that a new gun was used in surgery. During surgery the gun was hard to fire, and post-surgery staple lined opened.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Was the device difficult to assemble/close? How was the integrity of the anastomosis checked intraoperatively? How many days postoperative did the leak occur? How was the leak identified? Was the site of the leak identified? If so, where and what was observed? Was it leaking through the staple line? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? What was done in the reoperation? If an ostomy was created, is it temporary or permanent? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/03/2023. D4: batch # u5aj0d. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: place the instrument across the tissue for transection or into the lumen to form an anastomosis. For instruments with no knife, place the instrument across the tissue to be stapled. With the alignment/locking lever in the completely opened position, join the instrument halves together by aligning from either the front, center or back of the instrument. To adjust tissue on the forks before firing, move the alignment/locking lever to the intermediate position. This allows maneuvering of the tissue while the instrument halves are joined. Close the alignment/locking lever completely when the tissue is properly in place. To fire the linear cutter, place the thumb on the firing knob and two fingers on the shoulders of the linear cutter. Fire the instrument by pushing the firing knob completely forward. Completely return the firing knob to the original ¿return knob here¿ position. Separate the instrument halves by opening the alignment/locking lever and remove the instrument. After removing the instrument, examine the staple lines for hemostasis/pneumostasis and proper staple closure. Minor bleeding can be controlled with electrocautery, manual sutures or other appropriate techniques. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number u5aj0d, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2023. Additional information was requested, and the following was obtained: what were the indications for surgery? Corrosive esophageal stricture. What surgical procedure was performed? Gastric pull up. Did the patient receive any preoperative chemotherapy or radiation? No. What color reloads were used and what was the sequence of the firings? Green- leak from the first stapler firing. What anatomical structures was the device fired on? Stomach. Were other stapling or suturing devices used when creating the anastomosis? No. How was the common opening closed? Na. Was the device difficult to assemble/close? It was difficult to fire. How was the integrity of the anastomosis checked intraoperatively? Gastric vessel pulsation. How many days postoperative did the leak occur? Day 4. How was the leak identified?- collection in the abdomen was the site of the leak identified? If so, where and what was observed?- yes, gastric tube. Was it leaking through the staple line? Yes. Were there any malformed staples or missing staples identified? If so, please describe the shape and location.-stapler formation was ok but it was difficult to fire and post procedure on day 4 leak happened. Were there any signs of tissue ischemia or necrosis? No. What was done in the reoperation?- pcd insertion in collection if an ostomy was created, is it temporary or permanent? No. What is the current status of the patient?- leak was controlled and patient is now discharged.